Manufacturer narrative:
The reported event of device had lvp unresponsive keypad was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The customer confirmed that the device had lvp unresponsive keypad which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module had unresponsive keypad, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Event description:
It was reported that a couple of the large volume pumps (lvp) were in the manufacturing range of the recall but were not on the recall list. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that a couple of the large volume pumps (lvp) were in the manufacturing range of the recall but were not on the recall list. There was no patient involvement.